Manufacturer narrative:
Date is estimated the device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the minimally calcified right common femoral artery was done with two prostyle devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sutures of the two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Reportedly post-procedure, a suture break occurred with both devices while pulling on the long blue suture during removal of the introducer sheath. The same two sutures were used to achieve hemostasis. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.